Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. Reportedly the pump shutdown. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer gave a manual injection to address bg level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and charging cable.